Manufacturer narrative:
Sensor applicator and sensor pack have been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Visual inspection has been performed on the sensor pack and observed minor damaged transition features. Lid was not completely peeled off. The minor damaged transition features did not impact the platform functioning. No further investigation could be performed since sensor was not returned. Issue has been closed due to no product returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc sensor. The sensor was damaged during sensor assembly and the customer was unable to obtain readings. As a result, customer experienced hyperglycemia with symptoms described as shaking and sweating. Customer was unable to self-treat, requiring thrid-party administration of an insulin injection (dosage unknown). No further treatment was indicated. There was no report of death or permanent impairment associated with this event.